Event description:
(B)(4). Same case as: 2134265-2011-05348, 2134265-2011-05349, 2134265-2011-05347, 2134265-2011-03790, 2134265-2011-03757, 2134265-2011-03868. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. Lesion 1 was located in the mid right coronary artery (rca). The lesion was 75% stenosed, 3.5mm in diameter and 25mm long. The lesion was treated with direct stenting using a 3.5x28mm taxus element stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was a bifurcated lesion located in the proximal left anterior descending (lad). The lesion was 80% stenosed, 3.5mm in diameter and 40mm long. The lesion was treated with direct stenting using a 3.5x28mm, 3.5x12mm and 3.0x32mm taxus element stents. Predilation was performed. The diagonal vessel was treated with placement of a 2.75x16mm taxus element stent . Post dilation was performed. Residual stenosis was 10%. After treatment of the rca, the stenosis in the lad was treated. The stenosis affecting the take-off of the 1st diagonal was covered with a 3.5x28mm taxus element stent. The diagonal branch was subsequently occluded and blood flow stopped. A pt2ms guide wire was attempted to cross into the artery, but could not be inserted. An attempt to place a pt graphix ss and a non-bsc wire were also unsuccessful. A dissection was observed below and above the stent. The occlusion was successfully crossed using a 6mm non-bsc wire. The occlusion was treated with the placement of a 3.5x12mm taxus element stent proximally and a 3.0x32mm taxus element stent distally. Predilation was performed followed by a kissing technique at the lad/diagonal bifurcation. The dissection was treated with a 2.75x16mm taxus element stent. Final kissing balloon angioplasty was performed with satisfactory results. One day post procedure, the patient experienced troponin elevation and myocardial infarction (peak troponin= 1.45 ng/ml, uln= 0.11 ng/ml). No action was taken to treat the event and the patient did not experienced any ischemic symptoms. The patient was discharged 4 days later on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).